Event description:
Customer reported she observed pain and seat was inflamed after unspecified time of wearing the adc device. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. No further investigation can be conducted for this particular complaint due to applicator not returned. If the applicator is returned, a physical investigation will be performed, and a follow-up report submitted. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. The correction has been made here.

Manufacturer narrative:
Sensor (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed pain and seat was inflamed after unspecified time of wearing the adc device. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor and no issues were observed. No further investigation can be conducted for this particular complaint due to applicator not returned. If the applicator is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported she observed pain and seat was inflamed after unspecified time of wearing the adc device. The customer reported unspecified treatment from third-party due to this issue. There was no report of death or permanent impairment associated with this event.